Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, and neuromuscular problems. It was reported that patient underwent partial explant on (B)(6) 2008 due to dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - pressure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to vaginal foreign body mesh.